Event description:
ICU rn, called for assistance with an auto fill failure alarm on a cs300 during use. Customer reported that they used the iabp fill key several times before the balloon refilled. Customer also said that it started up after they checked all the connections and made sure they were tight and verified there was no presence of blood in the helium tubing. Customer reported that the patient is alert, oriented, and able to move about in the bed. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated field: b4; d8; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. Corrected field: contact person ¿ mfg site g1. Than the field service engineer (fse) had replaced the "d682-00-0076-01" - pressure transducer, absolute (shuttle transducer) which had resolved the issue.the unit was being let pump for 5 days and they had checked the offsets which stayed within the factory specifications after calibrating. Than the unit had passed all the functional and safety tests per factory specifications. Than the unit was returned to the customer and cleared for the clinical use.

Event description:
N/a.